Event description:
The customer reported that during a code patient procedure, using a glidescope core 10-inch monitor, the monitor turned off and the screen went blank twice. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported issue. The customer's monitor powered on as normal when connected to power; the led light illuminated as normal. The verathon technical service representative connected known, good, test equipment to the monitor with no issues found. The monitor's image remained clear and stable for the duration of testing. The image quality test was performed and passed. Upon completion of the evaluation, the customer's glidescope core 10-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.